Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one euphora rx coronary balloon and one 2.0 x 15 mm onyx drug eluting stent were used. The target lesion was located in the ostium of the circumflex (cx) and obtuse marginal (om) which exhibited no tortuosity and no calcification. 30-40% lesion stenosis was present in the ostial cx and 80% lesion stenosis was present in the om. No issues were noted on the devices prior to use. Negative prep was performed with no issues noted. The lesion was pre-dilated with the euphora balloon with no issues. Resistance was not encountered while advancing the device and excessive force was not used during delivery. The balloon burst when inflated to nominal pressure. After removal of the balloon, imaging was performed to assess the vessel and contrast dye status, which initially made the vessel appear to be dissected. The physician took another picture after balloon removal, and the contrast dye was gone. The balloon was evaluated outside the body and demonstrated a ruptured balloon. The onyx device failed to cross the lesion. The patient was asymptomatic and there appeared to be no extravasation. Bedside echo revealed no pericardial effusion. Given the patient was asymptomatic and hemodynamically stable, it was determined not to proceed with further intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: negative prep was performed on the euphora with no issues noted. The euphora balloon was not moved or repositioned while inflated. The balloon ruptured on the first inflation. It was stated that the euphora balloon caused the dissection. A 2.0 x 15 mm onyx frontier stent was attempted to be placed in the vessel. The onyx frontier stent was inspected prior to use with no issues noted. Resistance was noted while advancing the stent but excessive force was not used. The dissection occurred prior to the use of the stent. The stent was initially intended to treat the lesion, however after noticing the dissection, its purpose was to treat the dissection and the lesion. Difficulty was encountered crossing the onyx frontier stent and it could not be advanced. A 2.0 x 12mm stent was chosen instead which was successful. The patient was stable and unharmed. Initial reporter name and phone number. Lot number provided. Correction: the circumflex provided collaterals to right coronary artery (rca). There appeared to be a contained dissection. Section b1: adverse event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.